Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose as well as high blood glucose. Customer's blood glucose value was 50 mg/dl and 400 mg/dl respectively at the time of the incident. The customer stated the other blood glucose value was 170 mg/dl, 110 mg/dl, 350 mg/dl, 378 mg/dl. The customer was treated with two packages of granola bars, chocolate chip cookies, a can of coke, insulin pump. Customer was using insulin pump system within 48 hours of reported low blood glucose and high blood glucose event. Customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (b(6) 2018